Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) replaced the battery and the iabp was able to pass all tests. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. (B)(6).

Event description:
While performing a preventative maintenance a company representative reported that the cardiosave intra-aortic balloon pump (iabp) 9v battery failed. There was no patient involvement or adverse event reported.